Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been going to the restroom a lot more since about 3 days ago. It was noted that the patient had an appointment with their healthcare provider on (B)(6) 2019. The caller was redirected to the healthcare provider to address the symptoms. On (B)(6) 2020 a healthcare provider called and reported that the patient had a fall a week before the report and after the fall they were having to go to the bathroom every hour and as a result hadn¿t been sleeping for 4-5 days. The caller stated a urologist other than the managing urologist evaluated the patient and though they issue was related to a problem with the implanted system. The caller had the patient use the controller and they were able to connect to the ins and see the ins was on t 1.3v. The functions of the remote were reviewed and the caller turned the stimulation off because the patient thought that it was stimulation too much or too frequently. On (B)(6)2020 the patient¿s son reported that the patient had been experiencing intermittent symptom control since late (B)(6) of last year all of a sudden. The caller stated they hadn¿t made any adjustments using the programmer and didn¿t know they could, maybe their sister had in the past, however they typically brought the patient in for any programming. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis identified that the outer insulation of the lead was twisted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1wcfw, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead. All codes apply to lead (lot#va1wcfw) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. The cause of the sudden return of frequency after the patient's fall and stimulation being too strong/frequent was lead migration [illegible] to fall. The action/intervention taken to resolve the sudden return of frequency after the patient's fall was the device was turned off. On february 6, a rep reported a return of symptoms. No environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included an impedance check which were over 4000 ohms on all electrodes. The action/intervention planned was a lead revision, but the system was replaced after the pocket was opened; the lead was twisted/coiled. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.